Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: while accessing the right posterior cerebral artery (pca), the physician was unable to torque the wire anymore during the procedure. Angiography revealed that the guidewire had snapped in half. The physician had to use a snare to retrieve the distal separated segment, the case was stopped, the patient remained stable.

Manufacturer narrative:
The returned product, when removed from the plastic bag, was in two (2) separate segments with the torque device attached to the proximal segment, there were signs of blood residue visible on the torque device. The guide wire and torque device were decontaminated. The returned wire was separated approximately 21cm superior from proximal termination of the micro machined cuts and the distal segment measured 14cm. The break occurred approximately 1/2" distal to the proximal end of the solder joint made on the platinum coil. The separation points were examined under 40x magnification, and noted to be a clean break (meaning there were no rings or beams stretched and no cross-sectional area reduction of the core wire was observed that would suggest a tensile type break). The nitinol and core wire surfaces were examined under 40x magnification and a scanning electron microscope (sem). The surface of the broken beams on the micro machined nitinol tubing appears jagged or irregular. The core wire was examined at the break surface which appeared to have a smooth surface on the outer diameter of the wire with the center being more granular on the surface and what also appears to have a rounded inward impression or concaved appearance. The sem images from this failed unit were compared to other sem images with known torque failures and all presented similar characteristics with what appeared to be a smoother surface on the outer diameter and a rounded inward impression at the center. There appears to be no other abnormalities, alteration, abuse, damage or material degradation present with the returned unit. Characteristics suggesting the wire may have been cut, or a tensile failure occurred were not visible, therefore, it was determined that the break/separation is indicative of a torsion type break. Lab studies have been previously performed to simulate how failures occur in the more proximal region of the micro machined nitinol tips. Such studies have indicated that when feeding a guide wire through a micro-catheter using a simulated vascular circuit, purposely placing a buckle in the guide wire at approximately the same location as the separation, that a failure can be created. Reproduction of such a failure and this returned unit present near identical characteristics. Approximately 5 to 6 inches of the guide wire tip was fed through a y branch of the simulated vascular system that measured approximately 3/16" in diameter. A buckle was purposely placed in the guide wire that fed into the opposite branch that the distal tip of the guide wire was placed in. The guide wire was then torqued with 34 full rotations before a break occurred in the system, then the wire was removed and examined under 40x magnification. The break presented on the wire surface was notably similar in presented characteristics to the break surface of the returned failed device. A similar break can also occur when repetitive buckling occurs at the same location in the guide wire the buckling must occur at a severe radius which will cause the micro machined nitinol sleeve to break. As the user attempts to maneuver the guide wire, after the nitinol sleeve has broken and with some resistance in the distal tip the torque transmission is no longer generated through the nitinol sleeve and therefore, generated through the s.s core wire causing fatigue and stress which, results in a break and tip separation. Therefore, similar conditions may have existed in the use of the subject product. As reported, the user was accessing the pca and torqueing the wire indicating that the vascular anatomy may have been tortuous in this procedure. It is postulated that if the torqueing was combined with forward and backwards maneuvering such a failure could occur. The result of this incident may have been influenced by the difficulty of the anatomy or possibly with utilized technique. It was also indicated in the initial report the physician had pan down for an angio to find that the wire had snapped in half indicating that the region of the break was not being viewed under radiographic imagery at the time of the incident. If only the tip was being viewed in this incident it is believed that as the guide wire exists the micro that buckling/prolapse could have existed inferior to the image field of view resulting in damage to the guide wire. A DHR review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product passes all established specifications. It is postulated that the described failure likely occurred as a result of use conditions. It is noted that a severe kinking/buckling of any neuro wire in the described manner may result in severing of the core wire. It was reported that the site of failure was not being observed radio-graphically when the incident occurred. Users are instructed in the directions for use to verify straightness adequacy (i.e lack of looping) during deployment and manipulation. No further info is available, the manufacturer is closing its file on this event.